Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip locked onto tissue but failed to release from the catheter. Eventually, the clip released after manipulating the scope. Reportedly, the yoke detached inside the patient and was then retrieved. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip difficult to release from the catheter. Investigation results: a visual examination of the complaint device noted that the clip assembly was not returned with the device. The yoke was returned in a container and was separated from the control wire and the capsule. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the clip locked onto tissue but failed to release from the catheter. Eventually, the clip released after manipulating the scope. Reportedly, the yoke detached inside the patient and was then retrieved. The procedure was completed at this time. There were no patient complications reported as a result of this event.